Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng; pt: >16; lab: 3.6.

Manufacturer narrative:
Per event details, customer obtained pt = >16 seconds and lab = 3.6 inr. Since inr result was not provided, comparison test was not performed. Previous strip test from e65278 on strip lot 216963 revealed no discrepant result on referenced and in-house meters. No further action is required. There is no clinical significance in the discrepancy analysis for customer did not provide the inratio value and lab value to calculate the confident limit. The decision for investigation cannot be determined. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.